Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event was not failure of the device nor instructions for use (IFU).

Manufacturer narrative:
The device was not returned to the service center for evaluation. As part of our investigation, while onsite the ess informed the facility's nurse manager of the observation findings, the scopes need to be handled with more care while being placed in the cabinets and that the staff does not have a program to track repairs or the usage of the scopes. The ess provided the following recommendations: the air/water cleaning adapter be used on all scopes. Olympus recommends hard covered containers for scope transport. A reprocessing in-service be conducted with the facility's staff. The ess reported that the nurse manager would ensure the team was aware of the recommendations. The facility's nurse manager also, agreed to participate in a reprocessing in-service and training to be scheduled for a later date. The instruction manual states in the "reprocessing before the first use/reprocessing and storage after use" section that "this instrument was not cleaned, disinfected, or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in the endoscope's companion manual, the "reprocessing manual" with your endoscope model listed on the cover. After using this instrument, reprocess and store it according to the instructions given in the endoscope's companion reprocessing manual. Improper and/or incomplete reprocessing or storage can present an infection-control risk, cause equipment damage, or reduce performance."

Event description:
The service center was informed that during a repair reduction visit at the user facility with an endoscopy support specialist (ess) it was observed that the forceps were not inspected before for use. The facility's physicians leaned on the scope which applied pressure at the boot below the scope's control body. The air/water cleaning adapter was missing (not being used) on some of the scopes. In addition, the single use items were not removed from the procedure room. The ess reported that the customer uses pre-cleaning kits. The scopes were coiled and with knobs up while in a transport bag with the water tight cap missing. The customer did not inspect the leak tester prior to being attached to the scope. A portion of the scope remained partially submerged when disconnected from the leak tester. The customer uses an automatic endoscope reprocessor (aer) to reprocess the scopes. There was no patient infections or positive device cultures reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customer states that an unprocessed scope was not used in this event. This was one isolated occasion that the tech did not place air/water adapter during the pre-cleaning after the procedure.